Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successfully verified. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was not observed. An extended investigation was performed. Visual investigation was performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. Performed an smu (source measurement unit) test on the returned sensor and monitored the bluetooth connection for any missing data throughout the test. No dropped packets or any abnormal smu test results did not observed during test, which indicates that the returned puck did not have any defects that would cause signal/connection issues. No signal loss messages or alarms were observed during the test, indicates that the sensor was fully functional. No product malfunctions were observed during investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with phone se ,ios version 16.6.1 and app version 3.5.0.8863 . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as lethargy, fatigue, and "feeling down," and was unable to self-treat, requiring non-hcp third-party administration of glucose gel via a feeding tube for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as lethargy, fatigue, and "feeling down," and was unable to self-treat, requiring non-hcp third-party administration of glucose gel via a feeding tube for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.